Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left side capsular contracture, baker grade 4.